Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed lead body damage. The lead was likely cut by sharp surgical tools. Additionally, the tip end appears twisted approximately 5 centimeters from the tip. These types of observations are consistent with explant damage. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Additional information indicated that the lead was returned and a device evaluation was completed.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition of unknown duration. A surgical revision was performed and when the lead was explanted, it appeared to be fractured. A new lead was implanted with no further reported issues. No additional adverse patient effects were reported.